Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis and subsequent aortic dissection was unable to be confirmed as no device/ relevant imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during a tavr procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in a pre-existing surgical valve the implanter decided to do a unicorn procedure on the left cusp leaflet. The left coronary leaflet of the surgical valve was punctured successfully with an rfa wire, the leaflet was ballooned with 3 mm and 12 mm non-edwards balloons. A 23 mm s3ur prepped with +2 cc volume and was then advanced to the surgical valve. At this point, the valve would not advance through the perforated leaflet, implanter tried various techniques, using high flex and no flex, adding 2cc to the commander balloon but was unable to cross.'' In this case, it should be noted that this was an off-label procedure. It is possible that the crimped valve apices interacted with the punctured leaflet, inhibiting the delivery system from crossing. While a definitive root cause is unknown, available information suggests that abnormal use (off label procedure) may have contributed to the difficulty crossing. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (forced maneuvering of the original commander in attempt to the cross) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in a pre-existing surgical valve the implanter decided to do a unicorn procedure on the left cusp leaflet. The left coronary leaflet of the surgical valve was punctured successfully with an rfa wire, and the leaflet was ballooned with 3mm and 12mm non-edwards balloons. A 23 mm s3ur was prepped with +2 cc volume and was then advanced to the surgical valve. At this point, the valve would not advance through the perforated leaflet, implanter tried various techniques, using high flex and no flex, adding 2cc to the commander balloon but was unable to cross. The patient became hypotensive due to the ai from the perforated leaflet. A decision was then made to pull back the sapien valve and deploy in the thoracic aorta. A new 23 mm s3ur was then prepped, advanced and deployed inside surgical valve in a normal fashion, and a root angiogram was taken to confirm coronary flow. The patient was stable and transferred to ICU after the procedure. There was no damage noted to any edwards devices. Per additional information from the fcs, "this patient passed two days after tavr. Patient was intubated in the ICU and recovering from the procedure, but the family and patient decided to withdraw treatment, also, there was a dissection noted in the ascending aorta." The date and cause of the aortic dissection and death are unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided. The following sections of this report have been updated. B.2 h.1 and h.6 impact code.